Event description:
It was reported that the patient was experiencing diaphragmatic stimulation, and the right ventricular (rv) lead exhibited rising thresholds and had perforated. The lead was repositioned and remains in use. During repositioning, a small pericardial effusion was noted, but treatment was not required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.